Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during a laparoscopic stapling procedure, the handpiece misfired. Another handpiece was opened, and used to complete the case. There was no patient injury.